Event description:
It was reported the patient experienced a shocking sensation at the ins location when using a tens unit on the middle of the back. The patient stated she discontinued use and the shocking sensation stopped. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).